Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this system that has an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead has been bradycardic with asystole and showed a syncopal episode some days ago. The origin of the syncope was not determined and when telemetry was done, atrial pacing with premature ventricular contractions (pvcs) was observed. Also, shock impedance values appear out of range at times since several months ago. The physician reported the patient had and ablation procedure some weeks before and the patient was observed by a specialist at that time. The pacing impedance and thresholds were stable with safety margins for thresholds. No non sustained episodes or noise stored. It was recommended to discuss with physician the out-of-range shock impedance and that patient may not get effective therapy. The ICD and the rv lead remain in service. No additional adverse patient effects were reported.